Event description:
A customer contacted beckman coulter (bec) in regards to obtaining erroneously high neutrophil (ne%) differential results and failed to provide blast flags for an oncology patient where blasts were identified after the manual review generated on two (2) different hematology analyzers (coulter lh 780 hematology analyzer - serial number (B)(4) and coulter lh 750 hematology analyzer - serial number (B)(4)). This event occurred over two separate days ((B)(6) 2013). This report documents the results obtained on (B)(6) 2013 on the lh 750 serial number (B)(4), where one run (run #3) and a manual smear was ran for this patient. The erroneous results were identified when the pathologist requested a manual smear review on the patient and 5 blasts were identified with other immature cells (metamyelocytes, myelocytes). Run #3 generated lymphocytes (ly) blast flagging. The customer indicated that their flagging preferences were set at mid level for blast, variant lymph, imm ne 2 and disabled for imm ne 1. The results provided by the customer are shown in the attachment section of this report. The erroneous results were reported out of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The specimen was collected in edta tube and processed in the automatic mode. Controls were run before the incident. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). Service was not dispatched to evaluate this analyzer. Per labeling: the dxh 800 system manager includes flags, codes, and messages to alert you to issues with patient or control results. You can also customize the flagging of results and define rules for flagging sample results; beckman coulter does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results; beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. MDR 1061932-2013-00566 documents the results obtained on (B)(6) 2013 on the lh 780, serial number (B)(4).